Event description:
Siemens healthcare was notified by the customer that the arcadis avantic did not achieve the expected image quality during the percutaneous transluminal coronary angioplasty (ptca) procedure. The ptca is an invasive procedure that involves insertion of a deflated balloon on a catheter to a blocked artery. The balloon is then inflated to open the artery and a stent is placed to permanently open the blocked artery. According to the customer: "the images were not clear enough to observe the gap between the vascular wall and the arterial stent". The user was unable to judge the position of the arterial stent. Therefore, insufficient image quality during the ptca application might lead to an unsuccessful intervention due to a placing stent in a position where it does not have any positive outcome on the patient's health and may result in a repeated intervention. There are not injuries attributed to this event. This event was reported in (B)(6).

Manufacturer narrative:
An onsite visit by a siemens application specialist is planned to achieve improvements in image quality for the ptca application. The customer was informed not to use the system for ptca until the issue is resolved by during the visit. Customer's address: (B)(4). This report was submitted october 28, 2014.